Event description:
Customer reported unexpected negative results on patient sample tested with capture-r ready screen 3 (crrs 3) on the echo. Patient has history of anti-fya.

Manufacturer narrative:
A review of instrument images showed negative reactions for cells 1 and 2, which are fya positive. The echo generated negative results for all cells.the reactivity of the fya antigen was confirmed on retention and returned crrs(3), lot r051.